Event description:
It was reported that the customer was not able to delivery insulin after the rewind process. The mother also stated that the customer was hospitalized for a blood glucose reading of 304 mg/dl. The customer was treated by the doctor, but there were no signs of diabetic ketoacidosis.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.